Manufacturer narrative:
Unit received with blank display; problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify ¿low battery¿or "power loss" errors due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported failed battery test. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.